Manufacturer narrative:
The MFR has been notified of the reported info. An investigation has been initiated based on the reported info. The exact cause, as to why the tip of instrument straightened out, cannot be conclusively determined. However, when misusing this kind of instrument, e.g. Using it as a lever, or overstressing it extremely, the occurrence of this kind of defect becomes conceivable. As stated above, our production records indicate compliance with all specs and our investigation showed no problem with this pattern. Thus we feel that no corrective or preventive action is to be taken on our part.